Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that her blood glucose levels have been off the charts. The customer's blood glucose levels ranged from 30 mg/dl to 450 mg/dl. Customer stated there was a death in the family and she knew why the levels were low and high. No further details were provided and nothing was replaced or returned.